Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited oversensing. The device was reprogrammed. The patients condition was fine during the event.